Event description:
During follow up on an unrelated event, the pdrn reported patient diagnosed with peritonitis and was treated in center.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.